Event description:
On 01/22/209 - customer reports that several weeks ago, the table would not move during a patient procedure. He does not recall the type of procedure or patient demographics. Customer states it was reported to him that the patient, who was sedated, had to be moved to another room to complete procedure. No other information available. No report of injury.

Manufacturer narrative:
Field service engineer found that a hut IV was installed at this site. This system was sold to customer by a third party. The system uses an infimed platinum 1 image system and a huestis generator. Fse advised the customer that liebel flarsheim could not service this system due to the fact, there have been several obvious modifications to the system. Also informed the customer that the image system and generator have never been validated for use with this vintage table. No service performed.